Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to charge to set energy and the device reset while charging. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) for evaluation. The reported problem was observed. The bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical corporation, united states. However, the reported problem could not be duplicated. Analysis of reports of this type has not identified an increase in trend.